Manufacturer narrative:
As reported, the patient developed pain and swelling post-implant of the perfix plug, was treated with an antibiotic and his symptoms improved. Based on the information provided to date, no conclusion can be made. Pain and swelling are known inherent risks of surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no indication of a manufacturing related cause for the patient¿s reported postoperative course. To date, this is the only reported complaint from this manufacturing lot of 502 units released for distribution in october, 2020. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
It was reported to davol that a patient experienced pain and swelling post-implant of a perfix plug. On (B)(6) 2021 - a healthy male underwent an uneventful open left inguinal hernia repair procedure with implant of a bard/davol perfix plug. On (B)(6) 2021 - the patient complained of burning at the incision site and a swollen testicle. On (B)(6) 2021 - the surgeon noted the testicle was still swollen. The patient was started on augmentin (875mg bid) and showed almost immediate improvement.